Event description:
It was reported that there was high right ventricular (rv) lead coil impedance during the device change out procedure. The rv lead did not have any issue prior to the procedure. The physician explanted the lead and implanted a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.